Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the outer insulation was found breached cut and blood was noted in the proximal conductor and in/on the helix mechanism; it was noted the lead was returned with the helix fully retracted, blood tissue on it, and tissue in-growth visible over the sense ring; full lead returned and analyzed.

Event description:
It was reported that the atrial lead was undersensing. It was further reported that there was failure to sense on the atrial lead, and that the patient received shocks for supraventricular tachycardia due to atrial undersensing. The lead was explanted and replaced. No further patient complications were reported as a result of this event.